Event description:
A customer reported that they experienced issues with a pump, specifically finding that the quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level. The customer is out of warranty and is currently in the process of obtaining a new device, though they declined further follow-up with tandem technical support at this time.